Event description:
Physician used delivery forceps to assist with delivery of infant. After exam of newborn, it was noticed that a laceration to right eyelid was sustained. The forceps appear to be smooth and free of any defects.